Event description:
Customer reported an issue with the incorrect time display on the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the device. Instructions were understood and acknowledged by the customer.